Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the vasoview hemopro c-ring was loose, and they removed the device from the patient and pulled a little piece of the c-ring off that was broken. No harm to the patient and nothing was inside the patient. A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the vasoview hemopro c-ring was loose, and they removed the device from the patient and pulled a little piece of the c-ring off that was broken. No harm to the patient and nothing was inside the patient. A replacement device was used to complete the procedure.